Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty connecting to the modular cable was not confirmed. Visual inspection of the returned modular cable revealed that it was in unremarkable physical condition. No issues were observed with the pins in both the inline connector and the controller connector. The modular cable was connected to a test system controller and a test pump, and the modular cable successfully connected to both the controller and the pump cable without any issues. The modular cable also successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The integrity of the wires in the returned modular cable were tested and the cable passed testing without any issues. The root cause of the reported event could not be conclusively determined through this analysis. The lot number of the heartmate 3 modular cable was not reported with the event. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the document states that if the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was exchanged due to the led screen having a line through it. The modular cable was exchanged at the same time due to discoloration. The first modular cable that was attempted to be connected to the patient did not connect after multiple tries. The modular cable seemed to be connected however the patient became symptomatic and was exchanged back to the old modular cable. Upon inspection the pins of the affected modular cable were bent. A third modular cable was successfully deployed.